Event description:
During a laparoscopic cholectomy procedure, the surgeon noticed that the endocut disposable scissors tip broke in the abdomen. The surgeon noticed that the back of the patient's uterus was burnt. The burn was superficial.

Manufacturer narrative:
Microline pentax conducted an investigation with the following findings: the back hub on the endocut scissors tip appears to have been burnt and/melted through on the proximal end. The generator setting might have been set too high causing a burn and/melted through the back hub. The back hub may have come in contact with another cautery device during the procedure.